Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer continued using the current pump as backup therapy while coordinating with technical support to receive a replacement pump with updated software. Technical support instructed the caller on how to handle the return of the malfunctioning pump, including putting it into storage mode and returning it via ups using a provided return box and pre-paid label. The caller was advised to program their settings and connect their cgm to the replacement pump, and they understood the instructions given.